Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Conclusions: no lot # available, so no manufacture date. A CAPA was opened to address the jamming issue related to customer complaint.